Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin. Patient reported high blood glucose of 454 mg/dl and was treated with manual injection insulin pen. Blood glucose level at the time of the call was 454mg/dl when starting and 484 mg/dl at the end of the call. Troubleshooting did occur and problem was not resolved. Auto mode feature was not enabled at the time of the incident. Product will not be returned for analysis.